Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018 in post-op, the rep saw an out of range (oor) message on their tablet even though they hadn't really turned the ins on then. No symptoms were reported. On (B)(6) 2018, the rep did not state that the oor was still an issue. No further complications were reported or anticipated. Additional information was reported that the manufacturing representative (rep) stated that the patient told him that since the replacement of their ins 0.1ma is ok, but 0.2ma is massively uncomfortable. The patient stated that he feels like the ins is just too strong. The patient stated that 0-4 were out at replacement and so they were not programmed. 15 is >40k, but that is not programmed either. No falls or trauma were reported. The pulse width is 500 and the rate 10 hz. It was suggested to try reducing the pulse width. The rep will be meeting with the patient for programming. No further information was reported. Additional information was received from the healthcare provider (hcp) via the rep. They reported the cause of the out of range / high impedances was not yet determined. No additional actions were taken to resolve the high impedances despite them not being resolved. No further complications were reported or anticipated.